Manufacturer narrative:
The device was returned to olympus and the customer's reported issue was confirmed, the image was noisy. Based on the results of the investigation, it is likely the reported issue occurred due to corrosion on the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed no image. The reported issue occurred during set up and there were no reports of patient harm.